Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
During a periodic review of published literature by the manufacturer, baylis medical devices were identified among several other manufacturer's devices as having been used in procedures with reported complications. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. Article reference: baykaner, t, quadros, kk, thosani, a, et al. Safety and efficacy of zero fluoroscopy transseptal puncture with different approaches. Pacing clin electrophysiol. 2020; 43: 12- 18. Https://doi-org.myaccess.library.utoronto.ca/10.1111/pace.13841. As per this article: this was a retrospective analysis of patients undergoing atrial fibrillation at five different institutions. Transseptal puncture was achieved using an nrg transseptal needle or brk-1 needle. A total of 100% of patients underwent successful transseptal puncture (tp), with no puncture requiring fluoroscopy. Tp was accomplished by either use of the nrg transseptal needle, or the brk needle. Thirty day follow up revealed the following adverse events: n=2 pericardial effusions that did not require intervention, n=2 pericardial tamponades requiring drainage, and n=1 transient ischemic attack. It is unclear whether the occurrences of pericardial effusions and/or tamponade were the direct result of the tp, or associated with which tp device or occurred subsequently during left atrial mapping and/or ablation. Separate MDR reports have been submitted for the devices mentioned in the article. The MDR report number for the torflex transseptal guiding sheath is 9710452-2020-00020. The MDR report number for the protrack pigtail wire is 9710452-2020-00021.